Manufacturer narrative:
Occupation is lay user/patient the meter and test strips were requested for investigation, however, the customer used the last strip in the vial with lot 38560522 for the result of 4.1 inr. The customer's meter was returned. Neither lot of test strips were returned. The returned meter was measured with a retention meter in comparison to a retention meter and master lot strips. Two human blood samples from warfarin donors and internal reference meters were used. Donor 1 inr: 2.8 inr. Donor 2 inr: 3.0 inr. Donor 1 hct: 47%. Donor 2 hct: 32%. Testing results: donor #1: retention meter and master lot strips: 2.8 inr. Returned meter and master lot strips: 2.8 inr. Donor #2: retention meter and master lot strips: 3.0 inr. Returned meter and master lot strips: 3.1 inr. All inr values were within the specified maximum difference between measurements. No error messages occurred. The returned material and the retention material meet specifications. Relevant retention test strips (lot 385605) were tested in comparison with the master lot coaguchek xs pt. For this purpose, two human blood samples from marcumar donors and two internal reference meters were used. Retention samples were acceptable. No error messages occurred. Routine retention testing is performed. Retention testing data is reviewed and appropriate actions are taken as needed. The investigation did not identify a product problem. The cause of the event could not be determined.

Event description:
The initial reporter complained of discrepant inr results with coaguchek vantus meter serial number (B)(4) using 2 different strip lots. The initial result was 4.1 inr using strip lot 38560522 expiring on 30-sep-2020. The customer re-tested on the meter using a new finger within 7 hours with strip lot 39739821 expiring on 31-oct-2020 and got a result of 2.8 inr. It's not clear which result the customer believes to be correct. The customer's therapeutic range is 2.5 - 3.5 inr.